Event description:
New information received states that the issue has been resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator was unable to be connected to the patient controller. This issue began post patient¿s implant procedure. Several attempts were made with a magnet to interrogate the device, however was unsuccessful. Eventually the clinician programmer was able to be connected. No additional information is available at this time.